Event description:
It was reported that the patient experienced urethral erosion at the artificial urinary sphincter cuff site. The patient underwent surgery to replace the device. There were no further patient complications.

Event description:
It was reported that the patient experienced urethral erosion at the artificial urinary sphincter cuff site. The patient underwent surgery to replace the device. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The cuff shell was worn from wear at a fold. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.